Event description:
The patient was scheduled to have a total knee arthroplasty with a spinal. When anesthesia placed the spinal, the needle broke off in the patients back and had to be removed. FDA safety report ID# (B)(4).